Event description:
It was reported to philips through a remote alert that the device's host computer failed the power on self-test (post). No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a complaint from an already reported complaint. The investigation has been addressed in philips reference: 4268480 (ca reference: ps/na/102730). The codes were updated based on the investigation outcome.